Manufacturer narrative:
The reported event was not confirmed. The service evaluation revealed both inflow and outflow motor are worn out and the distance between front bezel and display is too small. However, the device did not show any pressure anomalies during device testing- it was not possible to reproduce the reported event of overpressure.

Event description:
It was reported that the device ran irregularly and excessive pressure was built up. There was no harm for patient, operator or third party reported. No further information received. Update avoe 05-apr-2022: it was confirmed that the error occurred during an arthroscopic refixation surgery. It was further reported that no clamp test was performed before the usage of the device and an error message was displayed during the device failure. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. The following tubing was used with the device: ar-6430, ar-6425 and ar-6420.